Event description:
Customer stated "stops cutting". Reference repair order #(B)(4). Ref : e-complaint-(B)(4). Leep precision generator lp-20-120 e-complaint-(B)(4).

Manufacturer narrative:
Investigation. X-review DHR. X-inspect returned samples. *analysis and findings. Complaint #2020-08-0000178. Distribution history: this complaint unit was manufactured at csi on 8/30/2017 under wo #(B)(4) & (B)(4) and shipped on 12/12/2017. Manufacturing record review: DHR's 226014 & 225431 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on repair log (B)(4). Visual evaluation: visual examination of the complaint unit revealed no physical damage. However, once opened, there was internal damage to the display board components, r9 & r14. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause : an initial investigation by technical operations (csi's engineering dept.) Has indicated resistors r9 and r14 were burnt out due to being exposed to current outside their rating. The root cause of this issue has been attributed to under rated resistors. Correction and/or corrective action / * preventative action activity. The unit was fitted with a new board and returned to the customer. The complaint unit was evaluated by technical operations. As a result, the resistors are to be upgraded to a higher rating. Reference (B)(4) and CAPA 731. No further training required at this time.

Manufacturer narrative:
The complaint condition reported is currently being investigated by coopersurgical, inc.

Event description:
Customer stated "stops cutting". Reference repair order #(B)(4). Ref : e-complaint-(B)(4). 1216677-2020-00186 leep precision generator lp-20-120 e-complaint-(B)(4).